Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿before each use. Install and connect the equipment according to the procedures described in this chapter and the instruction manuals for ancillary equipment. ¿ turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. ¿ use appropriate cables only. Otherwise, equipment damage or malfunction can result. ¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. ¿ the cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. ¿ never apply excessive force to connectors. This could damage the connectors. ¿ use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 105 and, ¿specifications¿ on page 105 in the appendix. Improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code b30 while using a maj-1430 cable. The issue was found during preparation for use. There was no patient involved. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported to olympus, the evis exera iii xenon light source displayed error code b30 while using a maj-1430 cable. Tac advised to remove the maj-1430 cable and the error went away. The customer stated they had the same issue with (2) clv-190 devices. The issue was resolved by removing both pigtail devices and power cycling both units. The customer stated there was a scope that was causing the b30 error. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.